Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: gs avl/gvm monitor: catalog: 0570-0338, sn: (B)(4). Additional part used: glidescope smart cable: catalog: 0800-0531, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a titanium lopro s4, there was a flickering image issue. A delay in the procedure of unknown duration was noted though the use of a back-up device was not reported. No harm to patient or user was reported.